Event description:
It was reported this bilary stent was successfully placed in a distal venous anastomosis dialysis graft. Following deployment, resistance was encountered removing the delivery system. The introducer sheath was removed and a great deal of tension was applied to remove the delivery system. It was indicated this resulted in a larger hole in the graft at the insertion site. The entry site was closed with a purse string suture. The pt's condition is good. A delivery system was rec'd, evaluated and retained by this MFR. The stent remains implanted and was therefore not returned for evaluation. The engineering evaluation indicated the teflon sheath was detached from the catheter shaft. The distal portion of the catheter shaft, approx 15 centimeters, was detached and flattened on the proximal end with rough edges at the break point. The proximal portion of shaft was buckled proximal to the control ring and 3 centimeters of core wire was exposed on the proximal portion of the shaft. The break point was rough. This device was used in a non-indicated procedure, venous anastomosis dialysis graft stent placement. It was indicated resistance was encountered during removal of the delivery system and continued exertion was imposed to forcibly remove it. This device displayed characteristics consistent with exertion against resistance, a rough break point on the catheter shaft and a flattened shaft. Co's directions for use state: "the symphony nitinol stent transhepatic biliary system is indicated for use in treatment of biliary structures produced by malignant neoplasms."